Event description:
Attorney reported: the patient underwent surgery at a medical center. The operative report states that the operation performed was a "left inguinal hernionhaphy with kugel mesh." The progress notes from the surgery identify the bard kugel patch, lot 43kkd135 mesh. Following the procedure, the patient had numerous complications and subsequently, the patient noticed problems associated at the site of the hernia repair and inserted mesh. In 2007 - ultimately, the patient was admitted to a hospital. She underwent a repair of the hernia again, and had the mesh removed. The mesh was "wadded up in the tissue", and required a great deal to remove as it was attached to "the external and internal oblique fascia". The patient has suffered and will continue to suffer physical pain and suffering, as well as severe mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While hernia recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.